Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed an infection and an explant procedure was scheduled. During device check prior to the explant procedure a code 1003 was observed, indicative of battery voltage too low for the projected remaining capacity. Additionally, it was noted that 176 appropriate shocks were delivered over a two day period prior to the interrogation. This device was explanted and returned for analysis. No additional adverse patient effects were reported.